Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported events of "choroidal", headache, blurred vision, and low intraocular pressure. Follow up indicated, "patient with large bleb and hypotony, developed choroidal effusion." Treatment indicated as 30% fill with viscoat and cycloplegia. Physician indicated the "choroidal resolved by pow #2 follow up". Affected location is the right eye.